Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed vancomycin (vanc) result obtained on a patient sample on a dimension exl 200 integrated chemistry system. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit the cse inspected the system and checked the alignments, performed titrations for the reagent 1 (r1), reagent 2 (r2), and reagent 3 (r3) metering and flush syringes which passed, and no leaks were observed. Then, the cse found obstruction in the tubing and replaced the r1 and r2 tubings, performed system checks, which passed. The customer ran quality control (qc) and calibrations, which were acceptable. Further, the cse tested the titrations for the sampler r1, r2 flush pump and metering syringes and noticed that the numbers at the bottom to either be zeroes or a dash for the second set, disconnected the syringe and repeated the titration test, replaced the home sensor and reconnected the syringe and repeated the test, which passed, replaced the clot check board and sample tubing. Next, the cse cleaned the windows, replaced the u-seal platen, ran system check and qc, which were acceptable. Siemens reviewed the instrument data and the information provided by the customer and concluded that the cause of the event cannot be determined as multiple spare replacements and service actions were performed. The instrument is performing according to the specification. No further evaluation is required.

Event description:
The customer stated that they obtained an erroneously depressed vancomycin (vanc) result on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous result was reported to the physician(s) and was questioned. The sample was repeated twice on the original system and the repeat results obtained were considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed vanc result.